Event description:
Pt scheduled for rotablation of the right coronary artery. There was some difficulty with the device which resulted dissection and possible perforation of the right coronary artery. The pt was taken to the or for an emergency coronary bypass. This was performed without any further complications.